Manufacturer narrative:
No blank display, button error alarm or audio/beep anomaly noted during testing. However, unit had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had a keypad and beep anomaly. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump was alarming with no alarm showing in the screen and the buttons were unresponsive. Insulin pump is being replaced and is expected to return for analysis.